Event description:
It was reported that during generator replacement surgery for end of service device diagnostic testing resulted in high impedance reading (>=10,000 ohms) with the new generator connected to the existing lead. It was reported that lead replacement was not performed at this time and that the patient would be scheduled for lead replacement at a later time. It was reported that the patient suffered a fall and injured his shoulder, but it was not indicated that this may have caused or contributed to the high impedance. The high impedance was not observed prior to the generator replacement. The generator was left programmed off after observance of the high impedance. It was reported that no x-rays will be performed. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.